Manufacturer narrative:
The locking screw broke intra-operatively in the most distal hole of the plate. The screw fractured at the minor diameter of the thread upon insertion.lot number for this screw was not reported so no further investigation can be done on the geometry of other members of its lot and it cannot be cross checked with its DHR to make any determinations. This evaluation determined the failure was within the expected risk: therefore, no further action will be taken.

Event description:
It was reported that the patient was originally treated on (B)(6) 2025 for an orif distal tibia fracture. These two screws broken inside the patient. They were inserted in a ss 2.5 plus straight plate (2181.3116) . The surgeon removed all of the hardware from the original date of surgery including the anterolateral distal tibia plate (2170.2110). Screws are not available to be sent back to corporate.